Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt). The ICD has recorded similar episodes in the past couple of months. Technical services (ts) was consulted and provided reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.